Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed a loud, red, continuous alarm during the evening and switched to their backup system controller without consulting the ventricular assist device (vad) team. The patient had trouble connecting to their backup system controller and the pump did not restart. After calling the vad team and having the paramedics come to their home, it was found that all connections were approprriate but no pump flow, speed. Or other numbers were on the controller. No audible mechanical vad tones were heard with a stethoscope. The decision was made to switch back to their original controller and the pump restarted. At this time there as still a yellow wrench controller fault alarm. No external damage was noted on the patient's controller or modular cable. It was thought that the controller may have gotten wet, but both seemed dry and appeared normal. The patient was noted to be stable with a subtherapeutic international normalized ratio (inr) of 1.48. Their lactate dehydrogenase was 175 units/l. A review of log files from the patient's primary controller during this time showed a controller internal fault alarm on (B)(6) 2023 at 19:12:25. The data indicated that a driveline disconnect happened at 19:23:19. The driveline was reconnected at 19:57:06, and at this time the motor function was restored, though a controller internal fault was still active. The controller internal fault remained active throughout the remainder of the log file (ending (B)(6) 2023 at 00:25:05. Log files from the backup controller at this time showed that the driveline did not engage and the motor function did not start. Related manufacturer's reference number for the backup controller: 2916596-2023-00227 related manufacturer's reference number for the pump: 2916596-2023-00226

Manufacturer narrative:
Section h6: investigation findings code: 4248 - usage problem identified. Manufacturer¿s investigation conclusion: the reported event of a controller fault alarm and a ¿red loud continuous alarm¿ was confirmed via the submitted log file. The log file contained approximately 3.5 days of data (03jan2023 ¿ 07jan2023 per the timestamp). The log file captured a pump stop on 06jan2023 at 19:12:15 that appears to be related to an electrostatic discharge (esd) event; this will be addressed via the pump investigation under MFR # 2916596-2023-00226. The pump regained the set speed at 19:12:19 and continued to operate above the low speed limit without issue. The pump stop associated with the esd event did not last long enough to activate an associated alarm. The esd event also resulted in a controller fault alarm, which displays a yellow wrench on the system controller, activating on 06jan2023 at 19:12:15 due to a controller boost over voltage fault; the alarm remained active for the remainder of the log file. No external power alarms, which activate a red battery symbol and a continuous alarm, were captured on 06jan2023 from 19:13:55 to 19:14:53 and 19:15:28 to 19:15:32 due to both power cables being disconnected from external power. The alarms resolved when the controller was reconnected to external power. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The driveline was disconnected on 06jan2023 at 19:23:19 and the controller was disconnected from external power approximately 11 seconds later; the controller was then reconnected to external power at 19:49:16 on 06jan2023, and the driveline was reconnected at 19:57:02 on 06jan2023. After reconnecting the driveline the pump started without issue and operated above the low speed limit for the remainder of the log file. The disconnection and reconnection of the driveline and external power are consistent with the provided information that the patient attempted to switch to the backup controller, but then reconnected to the primary controller. Aside from the no external power alarms captured on 06jan2023 from 19:13:55 to 19:14:53 and 19:15:28 to 19:15:32, the log file did not capture any other alarms that would activate a red led on the controller interface with a continuous alarm tone. The provided information stated that the system controller (serial number: (B)(6)) was later exchanged at the clinic to a new controller (serial number: (B)(6)). The exchanged system controller was not returned for evaluation. The reported controller fault alarm was determined to be due to an esd event. The root cause of the ¿red loud continuous alarm¿ was determined to be due to both system controller power cables being disconnected from external power at the same time. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the controller fault and no external power conditions, and the actions to take if the alarms cannot be resolved. The patient is instructed to call the hospital contact as soon as possible in response to a controller fault alarm. In response to a no external power alarm, the patient is instructed to immediately connect the system controller power cables to a working power source. If connecting to power does not resolve the alarm, the user is instructed to call their hospital contact right away. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿¿ explain how to replace the running system controller with a backup controller. These sections explain how to properly connect the driveline to the system controller. The patient handbook cautions the user ¿if at all possible, do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions including calling the hospital if instructed.¿ heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The primary controller was exchanged for a new one.